Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was inconclusive due to the sample condition. Three photographs were returned for evaluation, one of the product labeling and two of the implicated devices. The information on the label was verified to align with the information recorded in the complaint file. One of the photographs showed that 20g powerloc being flushed with a clear liquid infused through a syringe, over an open yellow bag. It appeared that a swab was being held over the needle housing while the sample was being flushed. No obvious leaks were apparent in this photograph. However, the entirety of the device was not within focus which made it difficult to exclude a leak. The second photograph was a close-up view of the needle housing. Being held over a biohazard bin. The safety mechanism was not engaged in this photograph. It appeared that a small amount of dark fluid was caught within the crease of the left wing and within the bend in the shield arm on the right-hand side. The collection of fluid in these locations may be due to a leak. However, no active leaks were seen in either image. No damage to the infusion set tubing or needle housing was visible in the returned photographs. As the submitted photographs did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer on (B)(6) 2025 the nurse left an indwelling needle for the patient. On the day of replacement, there was leakage at the indwelling needle tip of the drug delivery device. It was replaced.